Event description:
Physician was using a microvasive goldprobe injector as part of a colonoscopy procedure. Upon applying electrical cartery above the cecum the pt cried out in instant pain and grabbed their right lower quadrant. Probe and generator removed from service. No harm to pt.